Event description:
It was reported that the ilet displayed three bar lines instead of blood glucose readings due to a sensor connection issue, and the user experienced disconnection between the sensor, the pump, and the ilet mobile app; customer support guided reconnection of the sensor to the ilet after the user performed an infusion set change. Symptoms included intermittent loss of continuous glucose monitoring data. Outcomes included temporary loss of cgm functionality without reported injury. Investigation included customer support troubleshooting and education on reconnecting the sensor and device communications. Investigation of this case revealed that restoring the sensor-to-ilet connection resolved the signal loss. It was concluded that the event was attributable to cgm signal loss related to device communication, which was resolved through reconnection and user guidance.